Event description:
An aneurx stent graft system and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported there was disease progression resulting in stent graft migration. It is unknown whether there was a type 1 endoleak or how far down the stent graft migrated. Currently, no intervention has been performed and no additional clinical sequelae were reported.

Manufacturer narrative:
.